Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, the event may have been caused by poor visualization of reflux of the embolic agent, with resultant inadvertent occlusion of a more proximal branch. The patient received medical intervention and did gain straight. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. However, a definitive conclusion could not be determined. MDR related to this event: 2029214-2017-00422, 2029214-2017-00423, 2029214-2017-00424, 2029214-2017-00425, 2029214-2017-00426, 2029214-2017-00427.

Event description:
Citation: embolization of arteriovenous malformations with onyx: clinicopathological experience in 23 patients. Reza jahan, m.d., yuichi murayama, m.d., y. Pierre gobin. Neurosurgery. 2001 may;48(5):984-95; discussion 995-7. Medtronic received the following report. This patient presented with left basal ganglia avm (spetzler-martin grade 3) presented with acute hemorrhage that had resulted in right-sided hemiparesis, hemianesthesia, and right homonymous hemianopia. The cause of the hemorrhage was an aneurysm off the left anterior choroidal artery, which was a feeder to the avm. The plan was to occlude this feeder and the aneurysm and follow this procedure with radiosurgery. Angiograms were obtained, on which the anterior choroidal artery was observed to divide shortly after its origin from the left internal carotid artery into two branches. One of these branches followed the expected course of the vessel, and the other branch supplied the avm and had an associated aneurysm. An amytal test was performed in the branch supplying the avm, and the patient exhibited no deficits. This branch was thought to be safe to occlude, and we proceeded with embolization. This vessel was small, and the catheter was wedged into the artery. Onyx was injected; however, some of the liquid embolic agent refluxed into the other branch of the anterior choroidal artery. A follow-up angiogram showed occlusion of both branches of the anterior choroidal artery. The patient awoke from anesthesia with right upper- extremity flaccid paralysis and 1/5 strength in the right lower extremity. An MRI scan obtained after embolization showed infarct in the anterior choroidal artery territory. The patient underwent intense physical rehabilitation and had stereotactic radiosurgery 2 months later. At follow-up 8 months after embolization, the patient demonstrated significant improvement in the right-upper-extremity paralysis, with 3/5 motor strength. She was also able to walk with the aid of a walker. Poor visualization of the onyx led to reflux of the embolic agent, with resultant inadvertent occlusion of a more proximal branch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.